Event description:
Describe event, problem, or product use error: rn attempted to utilize bd autoshield duo needle to adminster lantus to the patient. Upon administration, the pen would not inject the insulin into the patient. The dial was then stuck. The needle was removed. Dial was then able to turn. Novofine insulin needle was applied. Dial was turned and insulin sprayed into the air. Tried to dial back down & insulin again sprayed into the air.